Event description:
Symptoms; I have been using a phillips respironics CPAP machine that has been recalled. I didn't know about it until (B)(6) 2021. I have been having headaches, wheezing and sinus issues for a few weeks before I knew about the recall. FDA safety report ID # (B)(4).